Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the delivery device. The physician was attempting to treat 75% proximal and 75% mid lesions with an 85% tandem lesion in a large rca. The lesion in the distal mid-rca was predilated 3 times with sequential inflations during pullbacks to a more proximal area of the lesion. He then deployed the stent in the distal mid rca and post dilated at 14 atms. He then attempted to advance a taxus express2 3.5 x 24 mm drug eluting stent into the mid section of lesion in mid rca, but did not have good guide support. Due to the lack of guide support and the difficulty advancing the stent, multiple exchanges of guide catheters and guide wires was performed. After inserting and removing the taxus express2 3.0 x 16 mm drug eluting stent system 2 times the physician was unable to draw the stent delivery system back into guide and had to remove the entire system through the femoral sheath noting considerable resistance. When he pulled the system back, he noted there was no stent on the balloon. He was unable to locate the stent despite fluoroscopy of the pt, as well as, the sheath and guide catheter. Ivus was also used to evaluate the rca and it was noted that the distal stent appeared underdeployed. An nc ranger balloon catheter was used for post dilating the distal stent. He successfully deployed another taxus express2 3.5 x 24 mm drug eluting stent in the mid section of the lesion of the mid rca at 14 atms, and 3 4.0 x 12mm vision stent in the proximal section of the lesion of the mid rca. The physician also placed a taxus express2 2.5 x 24 mm drug eluting stent in the mid circumflex successfully. The undeployed taxus stent was not located. Cardiac enzymes the following day were within normal limits. The pt was discharged from the hospital in good condition.